Event description:
Alerted for low rvtip-coil. Not a lead issue, low physiologic lmpdeance confirmed via trends. Advised they turn rvpace alert off, use lia onty. (B)(6) 2020 03:00:11 rvtjp to rvcon lead impedance 190 ohms. (B)(6) 2017 03:00:15 rvtip to rvcoll lead impedance 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)